Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft and non-mdt stent graft were implanted in the endovascular treatment of a 55mm thoracic aortic aneurysm. It was reported that when the patient returned for follow-up twenty months later, stent graft-induced new entry (sine) was noted in both the proximal and distal region. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.